Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 414 mg/dl. The customer's current blood glucose is 341 mg/dl. The customer did experience nausea and vomiting. The customer was treated by insulin injection. The insulin pump will be returned for analysis.